Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the patellofemoral autocart procedure, the tip of the swab had become detached in the patient´s knee. Since the detached piece could not be retrieved using minimally invasive techniques, it was necessary to switch from an arthroscopic surgical technique to an open surgical technique. However, the tip of the swab could not be removed. The surgery was finished successfully. It was not reported that the patient is experiencing discomfort due to the incident. It was not necessary to do a second surgery.